Manufacturer narrative:
An investigation has been initiated. The complaint and sample were forwarded to the contract manufacturer for investigation. Trending was performed with the following criteria: 5 years (10/05/2012 to 10/05/2017); product family: st hemodialysis; incident code: ex-15, lumen - extension tubing break. Four (4) complaints were identified.

Event description:
While removing the dressing from the right femoral access, blood gushed from what was thought to be the site. Upon examination the blood was coming through the venous tubing of the cvvh line.

Manufacturer narrative:
Based on the sample analysis and the process verification, the root cause could not be found. We are unable to duplicate the reported failure within the lab setting. Therefore, we are unable to determine the cause or factors that may have contributed to this event.